Event description:
It was reported that during a lateral meniscus repair the needle tip broke in the meniscus. The procedure was completed with a backup device with no significant delay or patient injury reported. The needle was removed using an arthroscopic grasper.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.